Manufacturer narrative:
Details of complaint: the customer reported that their multiple patient receiver (org) was displaying periodic comm loss for all connected devices. The customer sent this unit in for repair. No patient harm was reported. Service requested / performed: evaluation: the nihon kohden repair center (nk rc) was not able to duplicate the issue of comm loss on this org. Investigation summary: as nk rc was not able to duplicate the issue of comm loss on org-9110a sn: 732, the root cause for the comm loss cannot be determined. As the org was found to be in good working condition by nk repair center, the cause of the communication loss is most likely related to the customer's network environment. Ethernet cable damage, defective customer network switches, and instability in the customer network are known causes of comm loss on the customer's side. Additional information: b4 date of this report d8 was this device serviced by a third party? D9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported that their multiple patient receiver (org) was displaying periodic comm loss for all connected devices.

Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying periodical communication loss for all connected devices. No harm or injury was reported. The customer will be sending the unit in for a repair and evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is displaying periodical communication loss for all connected devices.